Event description:
On (B)(6) 2014 caller tested 2.5 inr at 9:00 am on the coaguchek xs system while a comparison lab obtained sometime between 1:00-4:00 pm returned as 1.7 inr. Customer had gone to the hospital with a swollen arm. It was discovered that customer had a blood clot that was blocking a vein in that arm. The blood clot was removed and customer was treated with .6 ml lovenox twice a day. Customer was admitted the day of incident and released the next day by 12:00 pm. Customer was advised to continue taking .6ml of lovenox twice a day until his inr reached 2.5 inr on (B)(6) 2014. Customer has since recovered and is currently fine. Requested return of suspect system, however, the suspect strips have been used up and discarded. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.